Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Most likely root cause of pqq-pd lot ps2582 with low glucose readings is due to returned strips had been left outside of the vial for a long period time which absorbed moisture as a result of low meter glucose.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 113, 101mg/dl. The customer's expected fasting blood glucose test result range is 120-150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/21/2018 and open vial date is 4/13/2016 .the meter memory was reviewed for previous test result history: (B)(6). Memory concerns: undisclosed. Called customer about the meter, she said that the meter is reading low, compared to her normal; she normally does not run this low. The results above were a fasting 113mg/dl and then 2 hours after eating a hamburger and results were 101mg/dl. Her normal was based on a different meter she had been using but about 1 year ago the dr's blood results were around 140mg/dl for a fasting. Nothing has changed as far as medication except with this new meter.